Manufacturer narrative:
As the device is unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint. The patient had the device implanted on (B)(6) 2023. On (B)(6) 2023, the patient messaged the physician's office stating he had a small flare on the right side (that he has had since the beginning) and that his erection is still pointing downwards. The physician reviewed the images and stated the implant is properly seated due to the patient's physical stature. The patient visited the office on (B)(6) 2023 for a check-in with the physician. The physician examined the patient and then asked him to schedule another check-in in 3 months to examine the healing. On (B)(6) 2023, the patient messaged the physician stating a bubble had formed on the skin, likely due to rubbing in his pants. The physician video called with the patient and told him to keep a close eye on the bubble and cover it with nitro bid. A small hole formed. The physician instructed the patient to come into the office as soon as possible, but in the meantime to cover it with skin glue and wipe it several times a day with alcohol. On (B)(6) 2023, the patient responded and stated the skin glue had covered the small hole and he did not have any pain. On (B)(6) 2023, the patient came to the office to have a skin hole/blister closed. The physician closed the hole and stated if there were no improvements, the implant would need to be removed. The patient denied sticking any needles into penis or external force. The patient replied to the physician again stating that 4 days after the visit, a smaller bubble formed. The patient let it drain and then applied the skin glue again. The physician provided the patient with additional antibiotics. On (B)(6) 2023 the physician stitched the hole in the office. The physician followed up with the patient on (B)(6) 2023 as he had not heard from the patient. The patient stated that the hole was still there but appeared to be healing. On (B)(6) 2023 the patient stated it felt like the implant is moving further up his pelvis and that his pelvis has been in more pain than usual, especially at night. The physician recommended implant revision or removal. Attempts to close the hole were unsuccessful. On (B)(6) 2023, the patient returned to the office for removal of the device. The patient had developed a hole in the head of the penis with exposure of the implant. The physician recommended removal of the implant to allow tissue to heal and stated the patient would need penile rehabilitation to restore his penis length. The patient understood and agreed to the device removal. The removal was successfully completed on (B)(6) 2023. On (B)(6) 2023, the patient stated he is still having drainage post-removal, but that it has significantly decreased. On (B)(6) 2023, the patient states the holes were almost closed and fluid is not coming out anymore. The patient began using rehabilitation devices. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, infection, penile curvature as anticipated adverse events, and lists implant extrusion/perforation as anticipated device deficiency. Within this study, just over 3% of the subjects reported an implant infection which is a similar rate to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. Infection is also listed in the instructions for use. Pain is a common and anticipated event in any surgical procedure. The instructions for use also list implant extrusion as a potential adverse device deficiency. Risk of infection is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones are -"infection or erosion of silicone block requiring removal" and "cutaneous hypersensitivity reaction." An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The root cause of this investigation is known inherent risk of the device.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, and protrusion of the implant from the penis.